Manufacturer narrative:
Change investigation conclusions code 22-the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include but are not limited to endoleak.

Event description:
The fsa reported: on (B)(6) 2021, this patient underwent endovascular treatment for a fusiform aneurysm of the right common and internal iliac arteries with gore® excluder® conformable aaa endoprostheses. It was reported that images (date and modality is unknown) revealed a proximal type I endoleak. It is unknown if there was aneurysm sac enlargement. On (B)(6) 2021 there was a reintervention. The physician implanted a gore® excluder® aaa endoprosthesis aortic extender in the proximal seal zone from the original procedure. The endoleak was resolved. The patient tolerated the reintervention procedure.

Manufacturer narrative:
Patient comorbidities: hypertension, hyperlipidemia, and history of ascending aortic enlargement. Patient medications: fluticasone-salmeterol, acetaminophen, tiotropium, senna, polyethylene, and pantoprazole.